Event description:
Had treatment for actinic keratoses, light therapy was very painful. Six days after treatment was still having extreme pain. Redness and swelling was intense. Went back to doctor, was put on antibiotics and pain meds.